Manufacturer narrative:
Product complaint # (B)(4). Additional information received: patient was submitted to a laparoscopic abdominal rectosigmoidectomy. During the mechanical colorectal anastomosis with the circular stapler 29, the staples detached from the anterior wall of the anastomosis. It was necessary to perform an abdominal incision and reconstruct the opened anterior wall manually. The following information was requested, but unavailable: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues experienced with the device in the initial surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Can you please clarify what was meant by, ¿the staples detached¿? Can more information be provided on staple form? What is the current status of the patient? Response: all the information we have were already sent in the medical report and complaint.

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: unknown. Batch # r5aa0u. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested, but unavailable: can you please provide more details about the event? What type of procedure was the device used in? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified? Were there any patient consequences or changes in the post-operative patient care? If yes, please describe. What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the product presented a problem.